Event description:
It was reported that pump malfunction occurred with malfunction code displayed and issue recurred after reset, with no notable events prior to the problem. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, received assistance from technical support to reset pump, was informed that replacement pump with updated software would be sent, and was instructed to place malfunctioning pump in storage mode, return it within 10 days using provided shipping materials, and then program pump settings and reconnect continuous glucose monitor on replacement device.